Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation, and replaced the line control card on the workstation. The sys was tested and found to be working as intended and put back into svc.